Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort at both the pocket site of the implantable pulse generator (ipg) and the neck area where the lead extension was placed. The physician assessed that the surgical suture loop that anchored down the ipg had broken causing the ipg to flip in the pocket several times wherein the lead extension wrapped around the header of the ipg causing a lump and pain and discomfort. The patient underwent a revision procedure where the ipg and the lead extension was replaced. The explanted devices were retained by the medical facility and were not returned to bsc. Additional information was received indicating that the patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5002200.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort at both the pocket site of the implantable pulse generator (ipg) and the neck area where the lead extension was placed. The physician assessed that the surgical suture loop that anchored down the ipg had broken causing the ipg to flip in the pocket several times wherein the lead extension wrapped around the header of the ipg causing a lump and pain and discomfort. The patient underwent a revision procedure where the ipg and the lead extension was replaced. The explanted devices were retained by the medical facility and were not returned to bsc.